Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a wound treatment post-operatively. It was stated that the patient had the remains of the thread removed.